Manufacturer narrative:
Atellica im sars-cov-2 total (cov2t) lot 709004 discordant non-reproducible reactive results were observed with two samples from the same patient. Both samples resulted non-reactive with an alternate method and pcr methods. The patient is asymptomatic. The second sample was spun multiple times and when tested a third time it resulted non-reactive. The system was checked by a customer service engineer and no issues were observed. Blood samples collected <14 days from initial positive pcr, patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. Blood samples collected >14 days from initial positive pcr additional information is needed. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible reactive results, siemens cannot rule out pre-analytical factors or sample specific issue. Based on the information provided, no product problem was identified. The customer is operational. No further action is needed. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2021-00047 was filed for a different sample drawn on a different day for the same patient.

Event description:
The customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) result for a patient sample on (B)(6) 2020 that was considered discordant compared to the negative pcr (polymerase chain reaction) test result. The patient sample was sent to an alternate laboratory and tested on an alternate method and the result was negative. A second draw sample from the patient was tested on (B)(6) 2020 on the atellica im cov2t assay and the result was reactive (positive). Pcr testing was performed on the second sample and the result was negative. The second sample was tested on an alternate method and the result was negative. The customer reported the result for the first sample as equivocal and recommended a repeat sample be collected for confirmation. The customer reported the result for the second sample as negative. The physician questioned the initial result. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2021-00046 was filed on january 11, 2021. Additional information - january 11 2021: after filing the initial MDR, additional testing of the sample was performed by the customer: a frozen aliquot of sample was thawed. A portion of the sample was treated with peg solution for 20 minutes and then spun for 20 minutes at 2000rpm. The sample was measured for cov2t on atellica im00686. Neat = 0.85 index (non-reactive), peg treated 1:1 dilution = 0.23 index (non-reactive). The additional testing does not change the original conclusions: pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible reactive results, siemens cannot rule out pre-analytical factors or sample specific issue. Based on the information provided, no product problem was identified. The customer is operational. No further action is needed. No further evaluation of the device is required. MDR 1219913-2021-00047 supplemental 1 was filed for a different sample drawn on a different day for the same patient.